Manufacturer narrative:
Unit passed the rewind, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test and displacement test. No motor error alarms noted. The motor was tested outside the device and passed. Unit was received with cracked case at belt clip slot, minor scratched lcd window, and reservoir tube window. Unit was received with stained end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The caller reported that the insulin pump alarmed motor error. Customer's blood glucose level was 600 mg/dl. He treated his blood glucose level with a shot throughout the day. The customer was able to rewind the insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.